Event description:
At about 1 month from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully

Manufacturer narrative:
Batch review performed on 16-01-2024: lot 2411631: (B)(4) items manufactured and released on 28-05-2024. Expiration date: 2029-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 16-01-2024: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2422242: (B)(4) items manufactured and released on 03-09-2024. Expiration date: 2029-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.150mb double mobility acetabular shell ø50 (k143453) lot 2403427: (B)(4) items manufactured and released on 29-07-2024. Expiration date: 2029-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: sms solid 01.36.068 sms solid stem lat size 8 (k181693) lot 2246309: (B)(4) items manufactured and released on 29-03-2023. Expiration date: 2028-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.